Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files. Device history record (DHR) and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 3. Contraindications do not use the aquabeam robotic system in patients who do not meet the indication for the system¿s intended use. 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. 8.20 sterile: caution: throughout the entire procedure, at the treating physician¿s discretion, bladder over-distention should be monitored at all times. If over-distention occurs, aspirate using the foot pedal. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of aquablation therapy. The treating surgeon attributes the bladder perforation to the bladder being over-pressurized during hemostasis. The exact cause of the reported hypotension is unknown. Based on the review of the information provided, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during hemostasis, the patient did not have a strong blood pressure reading. The treating surgeon subsequently emptied the patient¿s bladder, performed an ultrasound, and noticed ¿something off¿. He also noted that the patient¿s abdomen was stiff. The treating surgeon decided to perform open surgery and observed that the patient¿s bladder was perforated. The patient¿s bladder was sutured to close the perforation. The patient was kept intubated and moved to the intensive care unit (ICU). The patient was extubated later the same day and was discharged from the hospital approximately eight (8) days later. The treating surgeon believes that the patient¿s bladder was over-pressurized during hemostasis, which led to the reported bladder perforation. No malfunction of the aquabeam robotic system was reported.